Event description:
Customer reported experiencing an occlusion alarm. Customer changed the infusion set and cartridge and resumed insulin therapy. The customer¿s blood glucose was 517 mg/dl. The customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.